Event description:
Boston scientific received information that the non-bsc right atrial (ra) lead displayed impedance measurements greater than 2,000 ohms. The health care professional (hcp) noted noise that was reproduced on the ra lead. As a result, this implantable cardioverter defibrillator (ICD) was reprogrammed to vvi. Technical services discussed atrial tachyarrhythmia discriminators and detection enhancements with this device. The hcp was to follow-up with the patient's following physician. To date, no adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.